Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet pump, with the sensor already paired to the mobile app and previously paired to the pump, resulting in signal loss to the ilet only. Symptoms included no alerts or alarms. Outcomes included successful restoration of connectivity. Investigation included guided troubleshooting and user education, including disabling phone bluetooth, toggling cgm on the pump, and re-entering the transmitter code, followed by confirmation of pairing. Investigation of this case revealed successful pairing of the sensor to the pump after the steps were completed. It was concluded that the event was resolved through troubleshooting without device malfunction.